Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a patient with a native valve identified as bicuspid with some leaflet calcification, trace-mild paravalvular leak (pvl) was noted. No treatment was required. Sometime between one month, five days and two months, four days following valve implant, the patient presented to the hospital with symptoms related to the pvl. An echocardiogram showed moderate pvl. Three months, seven days following valve implant, open heart surgery was performed to explant the valve due to pvl. A new valve was implanted. No additional adverse patient effects were reported.